Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an anterior capsular tear during laser assisted cataract surgery of the right eye. The laser portion of the procedure was performed without incident and the capsulotomy was free; after phaco a tear in the anterior capsule tear was noted. A posterior chamber intraocular lens was able to be implanted without any changes to the surgical procedure and no further treatment required. Additional information has been requested.

Manufacturer narrative:
System treatment settings and oct (optical coherence tomography) scan images were provided for review, and there were no atypical settings of note that could contribute to the reported event. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).